Manufacturer narrative:
The reported condition of no flow was not confirmed or duplicated; therefore an assignable cause could not be determined. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. Should additional information become available a follow up medwatch will be available. (B)(4)

Event description:
The facility representative reported experiencing a set that would not flow. The set appeared to be clogging while administering lipids to a patient. The reported condition occurred during patient use. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.